Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: part # 283913000, lot # 329315: no issues identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported by the sales rep in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that after injecting half of the cement, there was a big round mass and the rest of the cement would not inject. According to the reporter, it seemed as they might may have ran out of time and the cement set. Another cement was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided. This report is for one (1) device.